Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead failed to capture. During repositioning, it was noted that the right ventricular lead failed to retract its helix. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture was unconfirmed while and the reported event of helix retraction mechanism was confirmed. As received, a complete lead was returned in one piece for analysis. . Visual and x-ray examinations of the lead found the helix was stretched and damaged consistent with procedural damage. The cause of helix mechanism issue was isolated to helix being stretched and damaged. No other anomalies were identified.